Manufacturer narrative:
If implanted; give date: na (not applicable) the lens was not fully inserted. If explanted; give date: na (not applicable) the lens was not fully inserted; therefore, not explanted; but removed in the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens was removed in the same procedure as both the haptic and the iol (optic) were reported torn. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Corrected data: type of reportable event: on the initial report an incorrect type of reportable event was entered. The correct type is malfunction. Additional info: device available for evaluation? Yes. Returned to manufacturer on: 10/12/2016. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the return consisted of three pieces of the lens. One of the pieces included a part of a haptic, the other part was detached. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.